Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event, reference 3004485144-2016-00246.

Event description:
The sales associate indicated the surgeon did not use the compressor, however when the set was returned and cleaned it was identified the rivet of the compressor is broke.

Manufacturer narrative:
Correction: no patient involvement in this event. Additional information: the returned compressor was examined. One of the screws was found to have come loose; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. It is likely that over time, this weld debilitated with repeated use and the screw eventually dislodged during cleaning, as reported.